Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted with a neurostimulator (ins) that was implanted for spinal pain. It was reported that therapy has stopped due to power on reset (por). Patient was attempting to sync at the time the por was noted. Patient was trying to turn her stimulation on and saw the informational por message. Troubleshooting was performed and steps were reviewed with the patient to clear por with the patient programmer. Por was effectively cleared to resume normal functionality; patient confirmed that it was working again. No further complications were reported/anticipated.